Event description:
It was reported that a coupling screw broke during surgery for a hip fracture. The helical blade coupling screw from a trochanteric fixation nail (tfn) system snapped off as it was being inserted into the femoral head. The surgeon used a screw removal set to successfully remove all parts. There was an alternate set available for the surgeon to use. The procedure was completed with a 20 minute time delay. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: two parts belonging to the trochanteric fixation nail (tfn) system were returned: one helical blade inserter (part 357.372, lot 5675335) and one helical blade coupling screw (part 357.377, lot 5217368). These devices were returned with the following complaint description: ¿¿coupling screw broke at the proximal non-threaded end during surgery for a hip fracture.¿ upon receipt of these devices, it was seen that the knurled cap of the helical blade coupling screw was not attached to the shaft and alignment pin was sheared off on the helical blade inserter. The most recent drawings for the helical blade coupling screw were reviewed as the age of this device is unknown. The returned device conforms dimensionally to the drawings, and the design was determined to be adequate for the intended use of this device. This complaint against the helical blade coupling screw likely occurred as a result of off-axis hammering, or hammering while the helical blade coupling screw was not fully threaded. This complaint is confirmed; however, the designs of these devices were found to be adequate for their intended uses. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that the screw broke at the proximal, non-threaded end.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: lot 5217368. Isimac machine company manufactured the helical blade coupling screw, p/n 357.377, and lot 5217368 processed on brandywine¿s work order. Initially, the part conformed to the supplier¿s certificate of conformance, dated (B)(4) 2006, and synthes final inspection sheet. The parts were released to the warehouse on (B)(4) 2006. There were no material record reports, non-conformance reports, or complaint related issues with this lot. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.